Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was 300 mg/dl and was addressed with an injection of insulin. The customer stated that the settings on the pump may not be fined tuned and will be discussing the settings with a healthcare provider.